Manufacturer narrative:
Analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix would not fully extend or retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.